Event description:
Procedure: (sils/chole) cholecystectomy. According to the report: while the device was roticulated and placed on the gall bladder, it stuck and could not be removed. When the surgeon tried to remove it, the device would not straighten out, so the entire trocar had to be removed along with the device. The same trocar was again inserted with a new device to complete the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended or time.

Manufacturer narrative:
(B) (4)